Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4) which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that the patient underwent total right hip arthroplasty in 2007. Patient experienced loosening of the hip. Revision was done (B)(6) 2011, in which was noted that the cup was loose and no evidence of ingrowth either bony or fibrous.